Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was because the patient was unable to connect the handset to the communicator. The patient was able to successfully connect to the communicator using  troubleshooting. The handset showed that the implant was 90% charged, but therapy was off. Troubleshooting resolved the pairing issue and patient reached their search for device screen. When the patient connected to their ins, the patient reported seeing a por message that said "por has occurred, therapy has been turned off." Patient successfully connected to their ins and turned therapy back on. The issue was resolved through troubleshooting. The caller was redirected to call patient service back if they need further assistance.